Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had felt stimulation in the wrong location 2 times so far. Once was in (B)(6) 2014 and the second time was in (B)(6) 2015. They went for reprogramming with their healthcare provider (hcp) for the first time in (B)(6) 2014. They still needed to contact the hcp for reprogramming again soon. Pain returned. The change in therapy/symptoms was stated to be sudden. Relevant medical history included spinal pain. No follow-up was required.